Event description:
It was reported that during a tlif case using posterior fixation, the set screw at l4 was fine, however, the set screw l5 would not engage into the screw head and was just spinning freely as if the thread was too wide. Another setscrew was tried with the same results. Ultimately, the 6.5 bone screw was removed and replaced with a 7.5 bone screw, which was not ideal for the diameter of the pedicle. The surgery time was extended over an hour.

Manufacturer narrative:
(B)(4). A review of the device history records for this device as not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
The device returned was found damaged and deformed. The damages of the mechanical threads combined with the connection head splaying are suggesting a cross-threaded insertion of the setscrew that would have splayed the connection head. The connection head was connected with an sextant 2 extender. Although the extender is englobing the connection head, it does not fully "onstraint". The connection head and may not always block the screw head splaying. In addition, the damages of the rocker holes on one side of the head as well as the orientation of the multiaxial ball are suggesting that the connection head was "forced" at its maximal angulation. In this kind of configuration, orientation of the extender is forced which could lead to a dis-alignment with the connection mechanical thread with additional difficulty to insert the locking setscrew.